Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be conclusively specified the cause of the reported phenomenon. However based on the report of olympus india and the followings, omsc presumed there was the possibility this phenomenon was attributed to the physical stress caused a gap in the light guide lens of the subject device glue and dirt got in. -there was dirt inside the light guide lens -the distal end cover was deformed -instructions for safe use (IFU) warns not to apply physical stress -in the similar former case, the cause had been assumed that the physical stress caused a gap in the light guide lens glue and dirt got in if additional information becomes available, this report will be supplemented.